Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12, but there were no notable events prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.